Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
During a request for pump settings, it was reported that the customer was hospitalized. The cause for the hospitalization was not provided. Multiple attempts were made to obtain gather details; however, no additional information was provided.